Event description:
It was reported that the powersail was used to post-dilate the stent in the proximal rca. The catheter was inflated for the first time inside the stent to 16 atmopheres for 30 seconds. Upon deflation of the device, the balloon would not fully deflate. In order to remove the balloon from the patient, the partially inflated balloon was retracted through the guiding catheter. The guiding catheter, the guide wire, and the balloon were removed together. Upon inspection of the balloon, it was noticed that the balloon cahteter had a leak in the shaft proximal to the balloon, thus preventing the balloon from being deflated.